Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the clinic, the patient did not receive benefit from the device & reported chronic pain/numbness at the implant site. In 2022 patient experienced an acute neurologic event where an MRI was recommended. Patient requested device removal. The device was explanted on (B)(6) 2022. There are no plans to re-implant the patient.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.